Event description:
The customer observed imprecise vitros phyt results from a single pt sample tested on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event found that the imprecision was confirmed to a single pt sample. There was no evidence to indicate that the vitros 5,1 and vitros phyt slides were not operating as intended. The customer is not following the sample collection tube MFR's recommendations for centrifugation time and speed. The customer declined to assist further in the investigation or to alter their sample handling procedure. The definitive root cause of the imprecise vitros phyt results is unk, however, user error associated with pre-analytical sample processing cannot be ruled out.